Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned in segments, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient transmitted a remote transmission due to the device alarming. It was determined that the lead integrity alert (lia) was triggered for the right ventricular (rv) lead due to an increase in impedance and short interval counts (sic) due to a possible lead fracture. The patient presented to the clinic the next day where oversensing noise could not be reproduced with high output pacing, however, noise was detected with left arm movement. The rv lead was explanted and replaced successfully. No patient complications have been reported as a result of this event.